Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9, h3 - device returning status updated from yes to no.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery using a prostyle after a percutaneous coronary interventional procedure with a 6f sheath. Reportedly during step 4, the footplate got stuck (foot lever did not go completely down) in the anatomy and couldn¿t be retracted back into the device. Since the device was unable to be removed from the patient, the distal sheath of the prostyle was able to maintain temporary hemostasis until the device was removed via surgical intervention (cut-down). Upon removal of the device, hemostasis was permanently achieved. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.